Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital experiencing discomfort when they bent down. Upon interrogation, it was noted that the atrial lead exhibited irregular far r-waves; the lead had become dislodged. After device reprogramming, the lead resumed normal function and the patient's symptoms were resolved. The patient would continue to be monitored.